Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she had urinary tract infection and blood glucose was extremely high. Customer stated blood glucose was at 460 mg/dl. Customer woke up with 281 mg/dl, 342 mg/dl at 11:17 am, and then 356mg/dl at 1:16 pm. Customer wanted to do some changes on her basal rates. Customer was advised how to change rates. No further information reported.